Event description:
Patient reported skin irritation in the form of burning (sensation), redness, open skin, and scabbing. The patient did seek medical treatment and was prescribed medication. The patient reported following proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.